Event description:
(B)(6) customer stated blood glucose readings were missing from the contour next usb. Customer was advised to return the meter for investigation. New meter was sent to him.

Manufacturer narrative:
The data set observed in the customer's meter memory was indicative of a meter that had been set to the wrong date and time.